Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation under the electrodes. The patient reported that the areas were red or bruised. The patient's skin was broken. The patient's physician advised the patient he could remove the lifevest except at night to allow the irritation to heal. The patient reported the irritation was improving.